Event description:
On july 11th I had a hysterectomy they just removed my uterus but they put in a bladder mesh made by coloplast. A month later I noticed a bulge between my legs I immediately went back to the surgeon who performed the surgery. He stated the mesh eroded and that' my bladder was hanging out he referred me to an oncologist dr (B)(6). She did an examination and agreed it was my bladder. So, on january 11th I had revision surgery. That surgery took 4 hour's because the mesh had come apart and embedded into my surrounding tissue and other organs. I was involved in a mass lawsuit against coloplast. The attorneys we're incompetent in stating my case. Coloplast stated it was not the mesh causing my ongoing health problems. But it was the mesh I have 2 doctors stating that the mesh eroded causing my ongoing health issues. I have to pee standing up my legs and back have constant pain my bladder hangs out causing constant pain. Dr (B)(6) suggested I wear a pessary to hold everything up. But I can only keep it in for short periods of time because it to causes pain. That mesh should of held up and not eroded the way it did. I¿m 60 year's old and I feel like I'm 80. Coloplast offered me 10,000 dollars and the lawyer's accepted stating if I didn't take the money they couldn't represent me anymore. Coloplast makes these medical devices without thinking about the harm they can cause some people. And coloplast stated to the attorneys that it wasn't mesh related. How can they say that because they are a big company and I'm just a guinea pig to them. I don't want this to happen to another person. Coloplast needs to take responsibility for their actions and they didn't. I paid the attorneys to have the mesh sent back to me. Because the mesh is in pieces with tissue and blood attached to the mesh and the wire completely unattached to any of the mesh. I also have the dr's reports from the surgeries and the many visits I have to go to. If you read all the reports, they state mesh erosion. I just want coloplast to be held responsible for this. My life is worth more than they want to admit to. It's all about the money to coloplast not the person they are putting it in.